Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 396mg/dl and the paramedics were called. The customer stated that after changing the infusion set her blood glucose was normal. Troubleshooting was performed. The programming on the insulin pump was correct. The customer stated that she changes the infusion set every three days. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further info was provided.